Event description:
A patient services representative (psr) contacted lifecor customer support to report that she was unable to baseline a patient. She stated that the device displays "adjust belt" and the baseline failed. Support requested a download. Psr contacted support again 10 minutes later and stated that the psr was finally able to get a baseline. Support contacted the patient in late 2008 to see how the patient was doing with the device and request a download. The patient stated that they do not have a modem. Support sent the patient a replacement modem. Six days later, support contacted the patient to see why they have not used replacement and to see if there were having difficulties downloading. Patient's wife stated that they have not had time to try it. A week later, support contacted patient to see why there is no download yet. Spouse stated that the patient refuses to wear the device or send data. She stated that the patient is afraid of being shocked. Support discussed response button use to delay treatment if conscious. Another one week later, the patient ended use.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins.